Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent micro-endoscopic discectomy. Intra-op, when using the instrument, the scope image appeared on the monitor screen deviated when the scope was moved. There was a request for inspection, and the product was checked. The camera was stryker 1181, which was combined with the short scope. When the camera and the scope were attached with each other, the center of the image was shown at the center of the monitor. But when rotating the scope (from the position of 6 o'clock to 9 o'clock to 12 o'clock) , the image rotated accordingly and deviated so that the image could not be seen in the upper one-third portion. There were two short scopes. The other short scope was tried with the stryker arthroscope, and there was no issue at this point.